Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found non-conformances related to insufficient material issued from the warehouse. Since the missing parts were obtained and the device shown to the manufactured per specifications, these non-conformances are not related to the issue in the complaint. Sterility lot 081316 shows no non-conformances were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21519.